Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the moderately calcified and heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified and heavily tortuous anterior tibial artery. The 3.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured during the first inflation at 8 atmospheres. The bdc was removed and replaced with another catheter to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.